Manufacturer narrative:
On october 8, 2020, mentor became aware of the following: - patient race is white. Hence, fields 5a, and 5b have been updated on this form to "white" and "not hispanic/latino" respectively. - date of event under field b3 has been updated to "(B)(6) 2001" as per information received that patient started to have symptoms right after implantation, and patient's age was 53 years when she was diagnosed with hashimoto's disease. - patient code has been updated from generalized illness to "autoimmune reaction" under field h6 as per hashimoto's disease reported at age 53. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age and race underwent unspecified breast surgery with unknown implants. Now this patient reported fatigue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.